Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no damage noted. During analysis, the customer's stated problem was verified. During testing, the front and rear beeper did not work. The front and rear beeper will be replaced by service. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had no sound. No adverse effects were reported.